Manufacturer narrative:
(B)(4). Result codes: (B)(4) the analysis found that one pse60a device was returned in good visual condition and with an ecr60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the stapler is loaded with a cartridge, the jaws are closed and the instrument is introduced for the first firing in the thoracic cavity. The jaws are opened to grasp the tissue and closed again for fifteen seconds for compression. When the red lock is released and the surgeon attempts to fire, the motor makes the usual sound. The blade moved 1-2mm but then it stops and sounds as if the battery has run out. The surgeon presses the reverse button to take the blade back to the home position and take the instrument out of the patient. Once outside the patient, they tried to fire again, but the instrument does not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.